Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil was noted to break') and embedded device ('the portion of the coil in the uterine fundus was gently tugged') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 205-invalid , 12281215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fever, streptococcal pharyngitis, dysuria, deviated nasal septum, otalgia and micturition urgency. Concomitant products included ketorolac, naproxen, ondansetron, promethazine, sumatriptan, topiramate and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"), 6 years 4 months after insertion of essure (ess205). In 2013, the patient experienced sjogren's syndrome ("autoimmune disorder type of disorder: sjogrens"), migraine ("migraines"), urinary incontinence ("bladder leakage"), hypertonic bladder ("overactive bladder") and headache ("headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), dysmenorrhoea ("extreme, debilitating menstrual pain"), anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia (painful sexual intercourse),"), meibomian gland dysfunction ("vision/eye problems type: mgd (meibomian gland dysfunction),") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage, embedded device, sjogren's syndrome, urinary incontinence, hypertonic bladder, headache, dyspareunia, meibomian gland dysfunction and fatigue outcome was unknown and the genital haemorrhage, dysmenorrhoea, migraine, anxiety and depression had not resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypertonic bladder, meibomian gland dysfunction, migraine, sjogren's syndrome and urinary incontinence to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, heavy bleeding and migraines, among other complications.the patient¿s left fallopian tube was identified and the essure coil placed according to instructions. After release of the coil, two coils remained intracavitary, which is consistent with good essure placement. At this point, attention was turned to the patient's right fallopian tube. The essure coil was placed according to instructions, and after a coil was released two coils remained intracavitary, again, consistent with good essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on an unknown date: no evidence of acute intracranial abnormality. Hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion; on (B)(6) 2007: the essure devices are in expected position. There are bilateral fallopian tubal occlusions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,headache,migraines most recent follow-up information incorporated above includes: on 20-feb-2021: mr received. Reporter's information added event:the portion of the coil in the uterine fundus was gently tugged and the coil was noted to break were added case category upgraded to incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil was noted to break') and embedded device ('the portion of the coil in the uterine fundus was gently tugged') in a 48-year-old female patient who had essure (ess205) (batch no. 205-invalid , 12281215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fever, streptococcal pharyngitis, dysuria, deviated nasal septum, otalgia and micturition urgency. Concomitant products included ketorolac, naproxen, ondansetron, promethazine, sumatriptan, topiramate and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"), 6 years 4 months after insertion of essure (ess205). In 2013, the patient experienced sjogren's syndrome ("autoimmune disorder type of disorder: sjogrens"), migraine ("migraines"), urinary incontinence ("bladder leakage"), hypertonic bladder ("overactive bladder") and headache ("headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain"), anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia (painful sexual intercourse),"), meibomian gland dysfunction ("vision/eye problems type: mgd (meibomian gland dysfunction),") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage, embedded device, sjogren's syndrome, urinary incontinence, hypertonic bladder, headache, dyspareunia, meibomian gland dysfunction and fatigue outcome was unknown and the genital haemorrhage, dysmenorrhoea, migraine, anxiety and depression had not resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypertonic bladder, meibomian gland dysfunction, migraine, sjogren's syndrome and urinary incontinence to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, heavy bleeding and migraines, among other complications.the patient¿s left fallopian tube was identified and the essure coil placed according to instructions. After release of the coil, two coils remained intracavitary, which is consistent with good essure placement. At this point, attention was turned to the patient's right fallopian tube. The essure coil was placed according to instructions, and after a coil was released two coils remained intracavitary, again, consistent with good essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on an unknown date: no evidence of acute intracranial abnormality. Hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion; on (B)(6) 2007: the essure devices are in expected position. There are bilateral fallopian tubal occlusions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,headache,migraines lot#205 reported is invalid. Lot number: 12281215, manufacturing date: 2005/03, expiration date: 2007/02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.